Event description:
It was reported that stent damage occurred. A 28 x 3.00mm taxus¿ liberté¿ stent was selected. During unpacking of the device and outside the patient's body, it was noted that few of the stent struts were damaged. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the proximal end of the crimped stent was damaged with stent struts lifted upwards from the stent profile. The product stent protector was not returned for analysis with the device. The specified diameter of the stent protector could not contain a crimped stent with proximal stent damage noted in this analysis. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 28 x 3.00mm taxus liberte stent was selected. During unpacking of the device and outside the patient's body, it was noted that few of the stent struts were damaged. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).